Manufacturer narrative:
H6 - health effect clinical code 4581: significant reduction of irido-coneal angels h6 - work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -12.0/2.5/112 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. Significant reduction of irido-corneal angles and excessive vault have been observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.